Manufacturer narrative:
Information was received via literature. Please reference literature at the following location: http://www.boneandjoint.org.UK/content/jbjsbr/93-b/8/1045.full.pdf. (B)(4). Other device used: catalog #unk, unknown cpt stem, lot #unk. This report will be amended when our investigation is complete.

Event description:
It is reported that one patient with grade 1 acetabular erosion had severe pain, was undergoing additional investigation, and was likely to need revision.

Manufacturer narrative:
No devices or photos were returned for review, as they remain implanted. Device history records were not reviewed as item and lot numbers were not provided. The devices were used in treatment. Component compatibility is unknown. A complaint history search could not be performed due to the lack of lot numbers provided. With the information provided, a definitive root cause cannot be stated.